Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #00902602635 zimmer head, lot #66054900, catalog #: unknown, unknown acetabular shell, lot # unknown, catalog #: unknown, unknown zimmer heritage stem, lot # unknown. Reported event was confirmed with the maude report received. Eccentric minimal wear of liner was noted. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 00159, 0001822565 - 2019 - 00160.

Event description:
It was reported the patient underwent a total hip arthroplasty. Subsequently, patient underwent a revision procedure approximately 20 years post-implantation due to chronic toxic encephalopathy; patient experienced elevated cobalt blood levels, device corrosion and formation of a pseudotumor.